Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for right ventricular lead replacement due to dislodgement. It was unknown when the dislodgement occurred but it was confirmed by chest x-ray. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.